Event description:
Two student aids were bathing a resident in the tub. The resident is usually showered and not bathed due to weight and conditions. While in the tub, the resident fell forward into the tub and broke their neck, suffering a fatal heart attack shortly after the incident.